Event description:
This is filed to report tissue damage. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted with no reported issue, reducing mr to grade <1. After the procedure, mr was observed to have increased. On (B)(6) 2023, transthoracic echocardiogram (tte) confirmed that the anterior leaflet was torn, and mr had increased to grade 2. The clip was stable on the leaflet. There was no intervention to address the recurrent mr or leaflet damage. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury (torn anterior leaflet). The recurrent mr appears to be a cascading effect of the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention was performed to address the leaflet damage and mr. There is no indication of a product issue with respect to manufacture, design, or labeling.